Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that on (B)(6) 2014, the patient experienced was treated in the emergency room for hypothermia with an unknown blood glucose (bg) level. Reportedly, the patient was treated by their healthcare provider with unknown treatment and remained on the insulin pump. It was reported that the patient was treated for a low body temperature and the ¿pump was not working¿. There was no additional information given at the time of the call. During troubleshooting with customer technical support (cts), the patient was able to deliver one unit via air bolus while on the phone with cts which was recorded correctly in the pump¿s history. It was determined by cts that a change in physical activity level without adjustments to their insulin regimen, a change in stress level and the customer stated the condition/illness contributed to the bg excursion. However, the user also stated that the pump was not working properly. This complaint is being reported based on the allegation that the patient experienced an unknown bg excursion of unclear cause while using insulin pump therapy.